Event description:
A report was received from health canada's canada vigilance program which states, "m169389 alaris pump 8100 error code door open" when tubing placed in channel. Even with door closed. Multiple attempts different tubing used door latch closes and appears to be closed but error indicates otherwise". There was patient involvement, however outcome is unknown.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had false door open alarm when door closed was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.